Manufacturer narrative:
H4: the lot was manufactured between august 10, 2023 ¿ august 14, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a black ¿cork¿ type particle inside the fluid-filled bladder was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is use-related due to the particles reportedly coming from the rubber stoppers of the drug vials that filled in the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿cork¿ type particles were detected inside a large volume infusor. The particles came from the rubber stopper of a drug vial. This was noted during visual inspection of the drug when compounded. The device contained fluorouracil 3888 mg in 230 ml solution. There was no patient involvement. No additional information is available.